Event description:
The account alleged that the head of the bed will not raise or lower and is in the raised position. No injury reported.

Manufacturer narrative:
The account found the bed in storage and the cardio pulmonary resuscitation cables were out of the head drive and the top cap of the head drive had come off. The account replaced the head drive to resolve the issue.